Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, during the index procedure, the physician nicked the patient's colon. The patient suffered blood loss and fell into a coma. The physician elected to perform a colectomy. Exploratory laparotomy with a small bowel anastomosis was performed. Currently it was reported that, the patient has chronic extreme cramping in the abdomen where the aneurx stent graft is located. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Correction: there was no product problem, only an adverse event. The following language should have been included on the initial report: information references the main component of the system. Other relevant device(s) are: (B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.